Event description:
On (B) (6) 2007 - pt underwent implant of 1 mesh to repair 4 ventral hernias. On (B) (6) 2009 - pt began having pain in her abdomen near the site of the mesh. On (B) (6) 2010 - pt underwent CT scans and md said the mesh was folded in one corner. On (B) (6) 2010 - pt underwent procedure to have mesh explanted.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.